Event description:
An (B)(6) female presented for extraction of three cardiac leads due to cied system/pocket infection. All three leads were prepped with spectranetics lead locking devices. A spectranetics glidelight laser sheath was selected to perform the extraction via the cephalic vein. Lasing commenced and the cephalic vein was torn at the device entry point while lasing. It was decided to abandon the extraction and 3 lead locking devices were cut and capped within the patient. The patient survived the procedure. This report is being made against the lld cut and capped in the rv lead.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.